Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." (B)(4).

Event description:
It was reported patient underwent a primary total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 to remove and replace all components due to infection. Only the femoral stem was manufactured by biomet orthopedics.